Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was stuck on the black screen and station requesting password. A field service engineer instructed the customer to power off the station, wait for one minute, and then power it back on. The station successfully powered up, allowing the customer to sign in and access medications. All functions were tested and confirmed to be operating properly. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station displayed a black screen requesting a password and went offline on remote support service. Customer rebooted the station and unplugged and replugged the power cable, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.